Event description:
The PICC [peripherally inserted central catheter] rn [registered nurse was notified of possilbe clotted PICC line on a patient. Upon inspection the decision was made to exchange the current line for a new one. The clotted line was possible caused by medication precipitation on lumen walls of the line. While performing the exchange, guidewire advancement difficulties were experienced. Through skilled expertise and situation evaluation the current line was removed while the guidewire remained to secure the vessel. The guidewire was removed and a new line was successfully placed. A chest x-ray confirmed placement in the svc [superior vena cava]. Upon inspection of the removed line a weak area was noted at the 8 1/2 cm mark. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).